Event description:
A ventilator was returned to a third party service center for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation, an error code was found in the ventilator's downloaded error log. The device's oxygen blending module board was replaced to address the issue. In addition, the handle and universal porting block were replaced due to damage/cracks. The whisper cap was replaced as it was missing. These replacements were unrelated to the reportable malfunction/issue.

Manufacturer narrative:
H3 other text : device returned to a third party service center.